Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/03/2025, an email was received by customer care indicating that a patient was experiencing frequent lows and would like to meet with specialist to figure out what is going on and how to correct. Follow up information was provided, and the patient's lowest blood glucose (bg) was 32 mg/dl. Further information indicated that the patient¿s husband administered glucagon shot (15g, 3x in 45 mins) since the patient was not feeling well. During the event, the patient experienced dizziness, weakness and was shaking. No medical intervention required.